Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6), 2009.according to the complainant, the patient experienced pelvic pain and cramping, colovaginal fistula, recurrent urinary tract infections, discharge, odor, and dyspareunia (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.